Event description:
Nine months after the successful coil embolization of a left paraopthalmic artery aneurysm, the pt underwent a second procedure to occlude the aneurysm. There was no reported clinical consequence to the pt.

Event description:
Nine months after the successful coil embolization of a left periophthalmic artery aneurysm, the patient under went a second procedure to occlude the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
There was no report of any device malfunction or non-conformance related to the use of these devices in the index procedure.

Manufacturer narrative:
(B) (4).conclusion: anticipated procedural complication.a device history record review was performed for all the batches used in the index procedure. This confirmed that these batches all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.